Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly.  The surgeon was repositioning the implant. He was told to add distraction. He moved it from side to side to pull out and when he did the top plate came off the peek inserter. Set screw was still in peek. Surgery completed with another device. From description received, issue seems to be user error related.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event is due to mishandling when repositioning the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed for implant positioning).